Manufacturer narrative:
Device was not implanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the tr band would not hold air, the air bladder had a small hole in it. The procedure outcome and patient condition was stated to be fine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on august 21, 2018. They continued the procedure successfully with another tr band. Patient condition was confirmed to be stable.